Manufacturer narrative:
According to the information received from the customer ((B)(6) 2017) the complained hydroset was not related to the reported event. It was stated that the reported event of swollen eyes was caused by a reaction to the anti-hematoma ointment. Therefore this pi is considered as inquiry and closed as phase 1.

Event description:
It was reported by a physician that a patient was showing symptoms of inflammation of the eyes at a post operative follow up appointment.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Cement remains in the patient.

Event description:
It was reported by a physician that a patient was showing symptoms of inflammation of the eyes at a post operative follow up appointment.